Event description:
It was reported that removal difficulty occurred. The 1.20mm x 20mm emerge balloon catheter was selected for use. During the procedure, the device was hard to remove. The procedure was completed successfully using another of the same device. There were no patient complications.

Manufacturer narrative:
B3 date of event was estimated as the event date was unknown.